Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a transfer guard anomaly and air bubbles anomaly on the insulin pump. The customer's blood glucose level was 250 mg/dl. The customer stating that when she pulls the plunger to draw insulin in the vial, the p cap is not correctly attached to the transfer guard and it is pulling the plunger straight out. The customer was offered to send a whole box for wasted and advised to hold to supplies to send back for analysis and she understood.